Event description:
Additional information was received that the patient will now have a full prophylactic replacement when he undergoes surgery. Surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient¿s device had migrated after he lost (B)(6) and has chest pain and is referred for repositioning surgery. This issue was reported to have first begun several months ago and there was no suspected manipulation. No known surgical intervention has occurred to date. No additional information has been received to date.

Event description:
The patient underwent surgery to correct the device migration. There was no device replacement at this time as the generator battery was over 50%. No additional or relevant information has been received to date.